Event description:
Event occurred while testing. No patient involvement.

Manufacturer narrative:
Corrected data: no patient involvement. Issue found during testing.

Event description:
It was reported the device was given delivery testing and did not meet with specifications: delivery result was -14.10%. No patient involvement.

Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the customer reported inaccuracy was unable to be confirmed during testing. There was no fault found with the returned device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.